Event description:
Patient was revised to address osteolysis, poly wear, and pain. Update rec'd (B)(6) 2013 - patient's revision operative records were received. Records indicate upon revision a significant amount of granuloma tissue was found in the hip joint. The patient's femoral head is being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found one other reported incidents against the provided product and lot combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of the device history records and/or a lot specific complaint database search was not possible for the femoral head as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.